Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pads were very difficult to connect to fluid delivery line (fdl) as it was too tight so that the pads only with massive pressure could be connected. This could cause bad connected pads. Issue occurred at the first customer training. Per follow up information received via mail on (B)(6) 2023, issue occurred at the first customer training and no patient treated at all. They would pick up and replace the bad fluid delivery line (fdl).

Event description:
It was reported that the pads were very difficult to connect to fluid delivery line (fdl) as it was too tight so that the pads only with massive pressure could be connected. This could cause bad connected pads. Issue occurred at the first customer training. Per follow up information received via mail on 16oct2023, issue occurred at the first customer training and no patient treated at all. They would pick up and replace the bad fluid delivery line (fdl).

Manufacturer narrative:
Upon further review, bd has determined that this initial MDR was reported in error. UDI related data quality updates only UDI format updated with available product information per gudid as requested h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pads were very difficult to connect to fluid delivery line (fdl) as it was too tight so that the pads only with massive pressure could be connected. This could cause bad connected pads. Issue occurred at the first customer training. Per follow up information received via mail on 16oct2023, issue occurred at the first customer training and no patient treated at all. They would pick up and replace the bad fluid delivery line (fdl).

Manufacturer narrative:
Upon further review, bd has determined that this initial MDR was reported in error. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.